Event description:
It was reported that an alert triggered for high impedance values on the right ventricular lead. Testing with pocket manipulation revealed fluctuating impedance values. The patient was taken back into surgery and it was found that the pin had not been placed into the header appropriately at initial implant. The lead and the device are still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.